Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer¿s blood glucose level was 400+ mg/dl. The elevated bg was addressed by a correction injection via manual insulin therapy. No third-party assistance was needed. Customer changed infusion set and cartridge to resolve the issue. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.